Event description:
Upon removal from the package, the xpert stent pre-deployed and the tip was uncovered. A second stent was used and the patient was reported to be "fine."

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.